Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Caller reported via phone call that insulin pump received no delivery alarms during priming. Customer's blood glucose was 570 mg/dl. Caller reported that customer did not receive insulin for three days due to insulin pump no working. Troubleshooting was performed for no delivery. Caller reported of not having any more reservoirs to continue testing. Caller was advised to change set, monitor issue and call back should issues persist. Reservoir is not expected to return for failure analysis.